Manufacturer narrative:
Investigation summary: one photo and one 1ml syringe in an opened blister pack from batch 8281791 (p/n 309659) were received and evaluated. It was observed, the plunger rod was in the bottom out position and the tip was broken off with the stopper was wedged between the plunger rod and barrel wall. The jammed stopper condition was rejectable per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 8281791 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: potential root cause for the jammed stopper defect is associated with the assembly process. The aql for incorrect assembly is 0.65%. The defective rate identified is 2 out of 862,400, which is 0.0002%. No corrective actions are necessary based on the defective rate identified. Batch 8281791 is considered in compliance with our product specification requirements.

Event description:
It was reported that the syringe 1ml ls 200 s/c experienced stopper damage/deformation and difficult plunger movement. The following information was provided by the initial reporter: material no: 309659 . Batch no: 8281791. Black rubber plunger inside of syringe looks melted. Unable to pull back plunger. There was no harm to anyone. This one is the only one that I have been made aware of.